Event description:
The device was used during a feline hysterectomy procedure. Reportedly, the animal had an allergic reaction. The surgeon applied another suture to correct the condition. The surgeon has reported no injury occurred to the animal.